Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed non-sustained right ventricular oversensing episodes due to myopotential oversensing resulting in pacing inhibition on the implantable cardioverter defibrillator (ICD). No changes or interventions were reported. The patient condition was not known.